Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3093-28, lot# v216871, implanted: (B)(6) 2009, product type lead; product ID 3093-28, lot# v216871, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the lead was damaged during explant. The manufacturer representative was in a lead and implantable neurostimul ator (ins) replacement procedure. The old lead was on the patient¿s left side and a new lead was placed on the right. The physician pulled the old lead out and it broke inside the patient. The physician decided to leave the fragment in the patient. It was stated that the last 2-3 inches of the lead (tines and electrodes) remained. Additional information received reported that the other lead was placed successfully on the right side and the patient was doing fine.

Manufacturer narrative:
(B)(4).